Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out due to eri, loss of lv output was observed when cautery was used. When the cautery was stopped, the device resumed pacing shortly after. The device was explanted and replaced. There were no other complications and the procedure was completed without further incident. The patient will continue to be monitored normally.

Manufacturer narrative:
The reported field event of loss of lv output was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.